Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with the helix noted retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examinations noted the inner coil was over torqued at the connector region consistent with procedural damage. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. The full helix extension length was measured within specification. The cause of helix mechanism issue was due to the helix being clogged with blood/ tissue and over torque of the inner coil. The reported event of lead dislodgement was not confirmed.

Event description:
It was reported that during an in-clinic follow-up, x-ray imaging revealed a dislodgement of the right ventricular (rv) lead. The lead was attempted to be repositioned. While extracting the lead, it was noted that the helix exhibited difficulty to retract, and failure to extend. The lead was explanted and replaced. The patient was in stable condition.